Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint asr revision, asr xl acetabular system (bilateral), reason(s) for revision: pain. Update from (B)(6)'s spreadsheet (B)(6) 2011: date of revision added, surgeon, hospital changed update: reason for revision added, dates on this dint relate to the revision of the right hip as do products 1881691 (lot number) and 1221327 (lot number), verified by (B)(6)s update spreadsheet 2 dec 2011. Update july 6, 2017: additional information received from (B)(6). Added reason for revision: pain and facility name. This complaint was updated on july 17, 2017.

Manufacturer narrative:
Asr revision: asr xl acetabular system (bilateral), reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.